Event description:
There was a 1 (one) minute delay during use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to excessive force applied on the distal section. More specifically, the following mechanisms may have caused the needle tube to penetrate the sheath: the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the beginning of a diagnostic procedure, the aspiration needle had come out the side of the sheath. The procedure was completed with another needle. There were no reports of patient harm.